Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During preparation of a 2.50 x 12 synergy ii drug-eluting stent, the device was removed from the hoop, then the stylet and the protector were removed with proper technique without glove contact to the stent itself. The device was loaded on the interventional wire and was advanced to the lesion. The balloon was inflated and it was then realized that the stent was not attached on the stent delivery system (sds) and the stent came off the sds when the stent protector was removed. The stent itself never went inside the patient's body and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ii, us, mr 2.5 x 12mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent was returned on the mandrel partially covered by the stent protector. The struts covered by the stent protector appeared distorted and misaligned. Based on the complaint report and the analysis performed the damage noted most likely occurred due to handling of the device during preparation. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. Crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. A visual and tactile examination found multiple slight kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found a midshaft kink 8cm distal of hypo/midshaft bond. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During preparation of a 2.50 x 12 synergy ii drug-eluting stent, the device was removed from the hoop, then the stylet and the protector were removed with proper technique without glove contact to the stent itself. The device was loaded on the interventional wire and was advanced to the lesion. The balloon was inflated and it was then realized that the stent was not attached on the stent delivery system (sds) and the stent came off the sds when the stent protector was removed. The stent itself never went inside the patient's body and no patient complications were reported.